Manufacturer narrative:
Associated with MDR #: 2029214-2023-00330 and 2029214-2023-00331. Separate reports for patient injuries reported in the article possibly associated with concerto coils. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Arenas azofra, e., rey, v. M., marcos, f. á., al-sibbai, a. Z., garcía, f. V., & pérez, m. A. (2020). Results of transarterial embolization for treating type 2 endoleaks: a single-center experience. Annals of vascular surgery, 66, 104¿109. Https://doi.org/10 .1016/j.avsg.2019.05.02. Medtronic review of the literature article found a retrospective review of type 2 endoleak treatments performed at a single institution from 2004 to 2017. Of the 528 cases of elective endovascular repair or abdominal aortic aneurysms (evar), 28 patients were treated using a trans-arterial approach and met study criteria. A combination of packing coils into the endoleak nidus and vessel-targeting coils into the afferent arteries was used to treat the aneurysms with type 2 endoleak. It was indicated that a variety of treatment devices were used but mainly onyx in combination with concerto coils; it was noted that this use was off-label. Over a median follow-up duration of 25.5 months, 10 patients required a reintervention six of them were retreated a single time, 2 patients required 2 reinterventions, and another 2 patients required 3 reintervention. Aneurysm rupture occurred in 3 cases. Open surgical conversion was required in 2 cases.